Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted. There was no moisture damage on the motor assembly or electronic assembly noted during the visual inspection.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 70 mg/dl. Customer stated that he woke up before breakfast and can't use the pump because it keeps vibrating. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that it was possibly sweat. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.